Manufacturer narrative:
Manufacturer¿s analysis confirmed the customer comment relating to the programmer overheating; the micro processor unit (mpu) printed circuit board (pcb) assembly tested out-of-specification in an electrical manner. The customer comment regarding the error was unable to be confirmed. It was also noted that the fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer presented with an error and a message stating the programmer was overheating. The programmer has been returned for repair. There was no patient involvement.